Event description:
It was reported that system diagnostics resulted in high impedance and the generator was disabled. The patient's lead was replaced, and this lead has not been received by the manufacturer to date. It was reported that, during surgery, the lead pin was reinserted and high impedance was still observed. Follow up with the patient's neurologist determined that the patient had not experienced any known physical trauma or manipulation of the vns. X-rays were reportedly performed prior to lead replacement but have not been received by the manufacturer to date. No additional or relevant information has been received to date.

Event description:
Analysis was completed for the returned lead portions and confirmed a lead fracture. Note that the anchor tether helical and suture were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the coil appeared to be broken approximately 1mm from the end of the cut inner silicone tubing. Pitting was identified on the break area which prevented identification of the coil fracture type. Pitting and residual material were observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded openings found on the outer and connector pin inner silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubing. With the exception of the observed abraded openings and discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. No additional or relevant information has been received to date.

Event description:
The explanted lead has been received by the manufacturer. Analysis is underway but has not been completed to date. No additional or relevant information has been received to date.